Manufacturer narrative:
Customer reported that a pyxis anesthesia es system prevented user from accessing medication during a procedure. Customer did not disclose the nature of the procedure. Customer reported a delay of fifteen minutes to patient care. Customer reported propofol was the required medication. Customer stated that user had to retrieve required medication from another station. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). Customer requested a full usage and error report from the technical support specialist team. The customer alleged that an anesthesia provider was not able to access several anesthesia cart medications during a case on (B)(6) 2023. This information was disclosed to the manufacturer on (B)(6) 2023. Pending completion of investigation by technical support specialist. If additional information becomes available, a supplemental report will be submitted.

Event description:
Customer reported that a pyxis anesthesia es system prevented user from accessing medication during a procedure. Customer did not disclose the nature of the procedure. Customer reported a delay of fifteen minutes to patient care. Customer reported propofol was the required medication. Customer stated that user had to retrieve required medication from another station. Patient or user harm was not reported.

Event description:
Customer reported that a pyxis anesthesia es system prevented user from accessing medication during a procedure. Customer did not disclose the nature of the procedure. Customer reported a delay of fifteen minutes to patient care. Customer reported propofol was the required medication. Customer stated that user had to retrieve required medication from another station. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-may-2021 to 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the prevented user from accessing medication during a procedure. Technical support specialist dialed to station, checked the station logs and found no system shutdowns, no crashing, etc., only bio ID error and asked customer to verify. Customer verified and issue resolved. The system functioned as intended after assessed by the technical support specialist.